Manufacturer narrative:
(B)(4); the associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the tip of the device has fractured off. The fractured piece was not returned, it remains implanted in the patient. The device was manufactured in 2006. A review of complaint history revealed prior complaints for the listed failure mode. There is (B)(4) prior complaint for the listed lot. A review of the manufacturing record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. The tip of the stem impactor rod which engages with the hip stem in order to fully seat it into the femur fractured. The tip fracture is potentially due to impact forces. If during impaction sufficient side loads are transferred to the tip of the stem impactor rod, a mechanical overload or fatigue fracture can occur. Additionally, if the tip is damaged due to such impact forces to the extent that it influences connection to the hip stem, there may be difficulty when trying to remove the stem impactor rod from the implanted stem and the stem impactor rod may fracture during removal. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the tip of the instrument broke while inserting the stem into the patient. The broken tip was left threaded into the stem and remains in the patient.